Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 579 mg/dl. The customer reported that cannula was bent. The customer also reported that when the they inserting the infusion set the cannula was fractured. Troubleshooting was done for bent cannula, needle break and declined for high blood glucose. The insulin pump will not be and infusion set will be returned for analysis.